Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a normal device replacement, noise oversensing was observed on the atrial lead. Multiple auto mode switch (ams) episodes were noted. The physician suspected lead damage. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information: d10 : a partial lead with the connector pin portion measuring 5.2 cm, outer coil portion measuring 13.2 cm and distal portion measuring 41.5 cm were returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.